Event description:
Philips received a complaint on the xl+ defibrillator/monitor indicating that there was no battery backup/the battery was faulty. There was no reported patient involvement. The following functional tests were performed: general check of the unit and defibrillator analyzer. Results of functional testing indicated that the battery was faulty. The battery was replaced from the customer's stock. Once the battery was replaced, all testing passed. The device was returned to service fully functional and remains at the customer site. No further action is required at this time.